Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty control flex cable.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to respond to any of the mode settings. Complainant indicated that there was no patient involvement in the reported malfunction.